Event description:
It was reported that during a laparoscopic cholecystectomy procedure, gallbladder was placed in specimen bag and bag was removed from the patient through the port site. When the bag was placed on the nurses set up trolley it was noted that there was a hole that was in the "end" and that the contents were spilling on to sterile drapes. No holes were noticed prior to inserting bag into the patient's abdomen. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.